Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not communicating after the network jack had been disconnected during movement. Even after reconnection, communication was not restored. The jack housing was found to be loose, with the bottom end pushing inward during connection. Reconnection attempts and a device reboot were performed; however, the issue remained unresolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a field service engineer (fse) assisted the customer in connecting the pyxis to the network. Following this, communication with the server was verified, confirming successful restoration of connectivity. The system functioned as intended after the field service engineer assisted with the issues of the device.